Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the atrial channel and on shock channel. During the follow-up, measurements were within range and upon manipulation of pocket no noise was found. During all mangroves it was seen noise on shock channel and atrial channel and there were no noise marker only appropriate markers were seen. Reprogramming was performed and the physician requested technical analysis. This device remains in service. No adverse patient effects were reported.